Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported implant fracture and was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date information. G3: date received by manufacture. G6: type of report. H1: type of reportable event . H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One imp, tsv,4.1mm, dual sel, ha (tsv4h10) was returned for investigation. Visual evaluation of the as returned product identified fracture around the collar and bone residue around the external threads due to usage. Device history record (DHR) review for the lot (62749139) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62749139) for similar events (complaint category keywords: functional: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.